Manufacturer narrative:
As reported, the visual indicator window of a 6f exoslea vascular closure device (vcd) did not change to black-black, and it came out from the patient's body. Hemostasis was achieved by manual pressure. The procedure was completed. The vcd was used in an endovascular thrombectomy procedure. The lesion was the contralateral iliac. The device was used with a brite-tip sheath. A cross-over approach was made from the left femoral artery. The device was stored and prepped according to the instructions for use (IFU), and the physician had achieved certification on the use of the exoseal vascular closure device (vcd). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no nearby stent, and no stenosis greater than 50% at or near the puncture site. Additionally, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and the target femoral site had not been closed with any device or manual compression within the past 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction, and no red color was visible in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted to the loop. Based on the limited information provided and without the return of the device, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Handling factors may have contributed to the reported event, since it was reported that the physician had their thumb on the plug deployment button during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoslea vascular closure device (vcd) did not change to black-black, and it came out from the patient's body. Hemostasis was achieved by manual pressure. The procedure was completed. The vcd was used in an endovascular thrombectomy procedure. The lesion was the contralateral iliac. The device was used with a brite-tip sheath. A cross-over approach was made from the left femoral artery. The device was stored and prepped according to the instructions for use (IFU), and the physician had achieved certification on the use of the exoseal vascular closure device (vcd). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no nearby stent, and no stenosis greater than 50% at or near the puncture site. Additionally, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and the target femoral site had not been closed with any device or manual compression within the past 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction, and no red color was visible in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted to the loop. The device will not be returned as it was discarded due to suspicious infection disease.